Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that they were hospitalized due to hyperglycemia. The customer's blood glucose level was 300 mg/dl, 400 mg/dl, 350 mg/dl, 242 mg/dl and 1200 mg/dl and treated with insulin pump. The customer was assisted with troubleshoot. Customer states that insulin pump had no leaks and no bent cannulas. Customer states that the insulin pump had no delivery alarm, past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer states they were not comfortable with insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08680 inches. No excessive no delivery alarms noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker and stained back address serial number label.